Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. Reports from the field noted there may have been some concern of premature battery depletion (pbd) however there were also reports that the patient might be undergoing radiation therapy. Boston scientific technical services (ts) noted the patient had been in chronic atrial fibrillation (af) for approximately six months. This device was replaced with a new device. No additional adverse patient effects were reported.